Event description:
According to the reporter: staples did not form properly and the knife transected tissue. There was additional tissue loss reported. Tissue loss was reported as minimal.

Manufacturer narrative:
(B) (4). (B) (4).